Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
According to information received the device has not been functioning normally since 2016 but the user was still able to hear at that time. The user's hearing deteriorated over time according to the parents. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to med-el (B)(6) the recipient has been re-implanted on (B)(6) 2018.